Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implant date: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited infinite or undefined impedance and that capture was unable to be confirmed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.